Event description:
It was reported that the patient experienced infection with a malleable penile prosthesis (mpp). A replacement surgery was performed in which the existing device was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's out come. No more information available at the moment, further information was requested. It was further reported that there was no device malfunction associated with the explanted mpp. The patient did not experience any additional adverse event and no further intervention was required. No more information available at the moment. Should additional information become available, it will be provided.